Event description:
It was reported the switch emitted smoke.

Manufacturer narrative:
Visual inspection of the unit revealed that several components had been damaged by misuse, and one of the springs inside the switch had broken and was out of position; however, we were unable to duplicate the event and saw no sign of prior spark or smoke. In addition, the unit worked as designed. We determined that the unit was out of specification because of misuse on the part of the consumer, but we were unable to duplicate this report and found no reportable defect.